Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/21/2024, that on 07/24/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, and swelling under the sensor patch and decided to remove the sensor. On (B)(6) 2024, the patient consulted a physician who physically examined the sensor insertion area and diagnosed the patient with a methicillin-resistant staphylococcus aureus (mrsa) infection, and prescribed an oral (bactrim ds, unspecified dosage twice a day for 7 days) and topical (mupirocin ointment as needed) antibiotic medication. No photo was provided. At the time of the (B)(6) 2024, follow up report the patient confirmed the infection site had already healed, and she was doing well. No additional event or patient information is available.